Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2009, the patient/lay user contacted lifescan (lfs) alleging that his onetouch ultra2 meter was reading inaccurately high compared to another device. The complaint was classified based on the customer service representative (csr) documentation, since the patient was unable to be reached for a follow-up. The patient did not recall when the alleged inaccuracy began. On an unspecified date/time, the patient reported obtaining a result with the subject meter that was higher than a result obtained on a onetouch ultramini meter, performed less than 10 minutes apart from each other. The patient was unable to provide the actual readings obtained on either of the devices. Three weeks prior to contacting lfs, the patient claimed he went to see his physician out of concern from getting higher than usual readings on the subject meter. Based on the information provided, the patient stated that his physician changed his insulin-to-carbohydrate ratio from 10g-1u to 8g-1u" (humalog insulin). It is not known if the patient's blood glucose was tested with the dr's clinic meter at the time of the visit. The patient reported that on more than one occasion he administered humalog insulin based in the subject meter's reading and carb ratio and then suffered a low blood glucose shortly afterwards. On july 12, 2009, the patient claimed he had 3 "lows." It is not known what readings were obtained with the subject meter prior to developing the "lows;" however, at the time of the "lows" he tested and obtained results of "2.9, 3.1, and 3.5 mmol/l" on an unspecified device. The patient stated that as a result of the "lows" he would treat himself with food and/or drink. After suffering several "lows" the patient reported contacting his physician again (date unk) and was advised to contact the subject meter's manufacturer for troubleshooting. At the time of troubleshooting, the csr confirmed that the patient was using the correct testing technique and cleaning the puncture area properly. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained inaccurate high readings on the subject meter, administered treatment based on the alleged results, and reportedly developed symptoms suggestive of hypoglycemia on several occasions after the alleged meter issue began.